Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having unexplained high blood glucose for a few days. Customer's blood glucose was over 130 mg/dl at the time of the incident and their current blood glucose is 430 mg/dl. Customer had symptoms such as fatigue and treated with the pump. Customer stated that they put cold insulin in the pump. Customer was advised to change the insulin with room temperature insulin. Customer stated that there were air bubbles at the end of the tubing near the reservoirs. Customer was advised to change their entire set, reservoir, and insulin. Customer was also advised to call back when they receive the tubing clamp to perform the high pressure test to confirm if the pump can detect an occlusion. Replacements for the infusion sets and reservoirs will be sent. Customer later called back and stated that they performed the high pressure test and the pump alarmed no delivery. Customer was advised that the pump is working as designed.